Manufacturer narrative:
This event was notified to the manufacturer through (B)(4) clinical registry. The site reported as endocarditis valve related. The manufacturer requested internal clinical review of this event which determined as device related. The serial number is not yet known for this device. The manufacturer is in the process of determining further details. Device not explanted.

Event description:
This event was notified to the manufacturer through the (B)(4) clinical registry: a mitroflow aortic heart valve mode: dl size25 was implanted on (B)(6) 2015 via median-sternotomy. The valve was implanted supra-annular with non-everting suture technique. On (B)(6) 2015, the patient passed away, due to endocarditis. The site reported as valve related. No autopsy was performed.

Manufacturer narrative:
The manufacturer received confirmation that the patient's blood culture results are not available. The partial manufacturing and material records for the mitroflow bioprosthetic pericardial heart valve, model # dla25, s/n (B)(4), were pulled and reviewed by quality engineering at livanova (B)(4) corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a dla25 mitroflow aortic pericardial heart valve at the time of manufacture and release. As the device was not available for return, no device investigation could be performed. Based on the document review performed, no manufacturing deficits were identified. However, as the device was not available for analysis and no blood culture results were provided the root cause of the endocarditis cannot be determined.